Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction. Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 6 mdrs filed for the same event (reference 1825034-2014-02079 / 0284)

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2005. Patient's legal counsel reports patient allegations of pain, discomfort, lack of mobility, metal poisoning, and metallosis. It was further reported that a revision procedure was performed on (B)(6) 2007 and on (B)(6) 2009. Review of invoice history indicates the stem, modular head and taper insert were removed and replaced during the (B)(6) 2007 procedure. Review of invoice history further indicates the modular head and taper insert were removed and replaced during the (B)(6) 2009 procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip revision on (B)(6) 2007 due to pain and aseptic loosening of the femoral component. Operative report noted the presence of metallosis, loose stem, neck of the stem notched, and the cup was anteverted. The modular head, stem and taper adapter were removed and replaced. Operative report noted patient underwent an additional left hip revision on (B)(6) 2009 due to pain and impingement of the femoral neck. Operative report noted the presence of a black stained pseudo bursa containing metallic artifacts, anteverted cup, impingement between the stem and cup and heterotopic ossification. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor acetabular system and biomet head.

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2005. Patient's legal counsel reports patient allegations of pain, discomfort, lack of mobility, metal poisoning, and metallosis. It was further reported that a revision procedure was performed on (B)(6), 2007 and on (B)(6) 2009. Review of invoice history indicates the stem, modular head and taper insert were removed and replaced during the (B)(6) 2007 procedure. Review of invoice history further indicates the modular head and taper insert were removed and replaced during the (B)(6) 2009 procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.